Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and four (4) retention samples by functional testing. No issues were observed relating to tube breakage during centrifugation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using paxgene® blood rna tubes that one (1) tube broke during centrifugation. The tube was frozen at -80 degrees celsius and later incubated for approximately 2 hours before centrifuging at 4200g for 10 minutes. The sample was recollected. There was no further health impact or consequence reported.